Event description:
On 02/17/2009, the pt reported that in 2009, she noticed a large air bubble in the insulin cartridge of her infusion device. She stated she had an elevated blood glucose reading of 275 mg/dl with her target range being 111-140 mg/dl. She disconnected her infusion set tubing from the headset and primed the air bubble out. Her blood glucose returned to her normal range. She stated she uses room temperature insulin to fill her cartridges. She said her husband "bangs" her infusion device on the table to get the air bubbles to move. She was advised to only lightly tap on the cartridge with her finger to move the bubbles to the middle of the cartridge so she can prime the bubbles out. The pt had not ever changed the adapter and she was advised to change it every 10th cartridge change. A courtesy adapter was sent to the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.